Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced erosion of the implantable pulse generator (ipg) and an infection of the device pocket. The system was explanted and temporary pacing was placed. No further patient complications have been reported as a result of this event.